Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode due to premature battery depletion. In addition, a recorded a code 1003 was observed, indicating the voltage was too low for the projected remaining capacity. Technical services (ts) was consulted and upon review of the available information abnormal sensing performance was noted on the presenting electrogram (egm) prior to the device reverting to safety mode. Furthermore, high out of range pacing impedances were noted in the left ventricular (lv) channel approximately seven years prior. Subsequently, this device was explanted and successfully replaced. Other than the intervention, no additional adverse patient effects were reported. This device is expected to be returned for analysis. Further information was provided stating that oversensing was observed in the left ventricular (lv) and right ventricular (rv) lead. The oversensing was reported to had contributed to pacing inhibition however, there was not asystole observed according to ts.

Manufacturer narrative:
This device has been returned for analysis; however, results of investigation had not been completed at time of submission of this report. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.